Event description:
It was reported that during the surgery the device remained locked in continuous coagulation mode. The nurse was burnt on the hand when disconnecting the device. Device was used with another manufacturer's console (coby) and return electrode (comepa). Mode/power setting: coag cut. Dualwave pump used. No cannula used.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. No visual indication of damage to the device. The probe was tested using ar-9600 opes electrosurgical generator. All the buttons of the device functioned normally. Customer's complaint cannot be reproduced. The cause of the event cannot be determined. The complainant's event describes the use of another manufacturer's console. The directions for use (dfu-0088) states that: "the arthrex ablation probes are designed specifically for use with an arthrex opes electrosurgical generator. Arthrex does not assume responsibility for problems that may occur when using an arthrex ablation probe with a third party generator. Certain generators from other manufacturers may accept the arthrex ablation probe pin connector. It is the responsibility of the user facility to evaluate third party generators to determine the correct operating parameters and potential hazards of using arthrex ablation probes with these generators. This is the first complaint of this type for this part/serial combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.